Manufacturer narrative:
New investigation results due to additional investigation

Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Patient reported experiencing elevated blood glucose levels; alleges the pump is not working properly. Patient stated she used injections to get her blood glucose level down but as soon as she went back on the pump her level started going up again. Patient does not think the pump is pushing out insulin properly. No adverse event reported. Requested return of the alleged pump for evaluation and replacement was sent.